Event description:
Technician reported that this bed was found in a storage area and there were no reported injuries. Brake caster would not hold.

Manufacturer narrative:
Technician replaced the brake casters and the brakes functioned properly. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.